Manufacturer narrative:
The insulin pump was received with blank display due to broken traces on connector on interface board. No further tests could be performed due to blank display. The insulin pump was received with minor scratched lcd window, scratched case and cracked reservoir tube lip.

Event description:
Customer reported a failed battery alarm. Customer also states that there is a blank display. The blood glucose reading is unknown nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.